Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure for treatment of an inflammatory aneurysm and a pseudoaneurysm at the right common iliac artery with a main body of aorfix and a gore® excluder® aaa endoprosthesis iliac extender component (pxl161007j/14334164). The device was implanted for the distal extension of the right side of the main body. No issues were reportedly observed during the procedure, and the patient tolerated the procedure. On an unknown date, post-operative follow-up imaging showed rapid expansion of the aneurysms (amount of total enlargement is unknown). A distal type I endoleak from the right leg was suspected. On (B)(6) 2016, re-intervention was performed to repair the endoleak. Intra-operative angiography confirmed the distal type I endoleak from the right leg, and also identified a possible type iii endoleak around the terminal aorta. To address the both endoleaks, two gore® excluder® aaa endoprosthesis iliac extender components (pxl161207j/14606101, pxl161007j/14674327) were implanted within the right leg and extended it distally. Another angiography after a touch-up ballooning showed resolution of the distal type I endoleak; however the endoleak at the terminal aorta still remained. Another touch-up ballooning was performed to repair the persistent endoleak; however it did not resolve. Final angiography confirmed that the endoleak was possibly a type ii endoleak of unknown origin, not type iii endoleak. The physician elected to monitor the endoleak, and the procedure was completed. The patient tolerated the procedure. According to the physician, the inflammation had been intense, and the event was already presumed.